Event description:
It was reported that patient had an advance sling "placed several years ago," that it had "migrated proximately" since the date of the advance implant, and that the patient experienced incontinence. The patient was implanted with an alternative continence device on (B)(6) 2014. No additional patient complications have been reported in relation to this event.